Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''post-implantation - paravalvular leak'' and ''post-implantation - central regurgitation'' were confirmed based on medical report. A review of device history record, lot history and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''approximately 3 months and 13 days post transfemoral tavr procedure with a 29 mm sapien 3 valve in the aortic position the valve was explanted due to pvl and central.'' Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation, endocarditis). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As noted, patient was being treated for a bacterial infection/endocarditis for 6 weeks before explant. Endocarditis in bloodstream can multiplying and spreading across the inner lining of your heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/ leaflets, which could be resulted in dysfunction of valve or valve regurgitation as reported. As such, available information suggests that patient factors (endocarditis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 3 months and 13 days post transfemoral tavr procedure with a 29 mm sapien 3 valve in the aortic position the valve was explanted. An edwards surgical valve was implanted. Per medical record review the valve was explanted due to paravalvular leak and central regurgitation.